Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose after missing meal announcements, as the caregiver observed only breakfast was announced and lunch and dinner were not, and the glucose trended up to 308 mg/dl before decreasing to 255 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education regarding meal announcement use. Investigation included a review of use patterns and user coaching on proper meal announcement to support automated insulin dosing. Investigation of this case revealed user-related use error involving missed meal announcements; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements.